Event description:
It was reported that there was no temperature display in an arctic sun device. Per review of wo on 12nov2025, there was no patient involvement. Per follow up information received via mail on 12nov2025, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue is unable to be determined. Log data showed temporarily shorted temperature probe (99.9 degrees c). Alert/alarm 08 patient temperature 1 high present. No issues with the device were found. Performed sensor calibration. Device without error. DHR review is not required as the reported issue is unconfirmed. The reported issue was unconfirmed, label review is not required. Based on the results of the investigation, no additional actions can be taken. Correction: d,e,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no temperature display in an arctic sun device. Per review of work order on 12nov2025, there was no patient involvement. Per follow up information received via mail on 12nov2025, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.